Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 a customer, in (B)(6), reported a false negative results when using vidas toxo igg ii. A patient test, was performed on (B)(6) 2015 which indicated a false negative for txg, 0 ui/ml . A follow up, sero monitoring, test was performed on the same patient on (B)(6) 2015, the txg result of 13 ui/ml, which indicated the patient had an immunity. The customer stated that because of the inconsistency of the original result they decided to re-run the sample from (B)(6) 2015: results were txg, 11 ui/ml, indicating patient immunity. The product/lot numbers used for retesting were not provided.

Manufacturer narrative:
An internal biomérieux investigation was performed. Two (2) tubes of serum were submitted by the customer. The samples, for (B)(6), were confirmed as positive with the two batches of vidas® toxo igg ii 160511-0 (13 iu/ml for the two) and 106516-0 (respectively 12 and 11 iu/ml). There was no evolution of igg between the two (2) samples. The hypothesis is a pre-analytic problem. Studies have shown that titers at 0 iu / ml can be obtained when the cone is forgotten or not tested. It should be noted that in case of a discrepancy in results, the results should be confirmed with a different technique. In this case, it is unknown whether other techniques were tested by the customer. Following the results obtained, the patient was declared immune. In this specific case, with weak igg, the avidity test could confirm an immunization. Recommendation is for another withdrawal three (3) to four (4) weeks later for confirmation of the results. The low volume received for the two (2) samples does not allow further investigation. There is no issue with the performance of the batch vidas txgii 1004135720 / 160511-0.